Event description:
It was reported that the patient underwent lingual tonsillectomy when the wire on the wand broke. Patient was closely monitored and procedure was completed without further incident. This came from voluntary medwatch directly from FDA mw5073732. No further information available.

Manufacturer narrative:
A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Most likely, the wand reached the end of its useful life, as this will cause disintegration of the electrodes and appear as if the electrodes are broke. Factors unrelated to the design and manufacture of the device which could have contributed to the reported event includes extended ablation or use of power level settings above the recommended default levels. There were no indications that would suggest that the device did not meet product specification upon release into distribution.